Event description:
It was reported that the insulin pump excessively alarmed motor error during basal. It was also reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. The customer stated that she was able to rewind the insulin pump. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.